Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. It was reported this event occurred 8 times. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated "fibrin serum found in serum or tube wall after centrifugation. Customer noted that the sst samples were full inverted for 5 times after blood draw, and allowed to clot within 30 minutes to 1 hours. All tubes were kept upright after blood draw, during clotting time and prior to centrifuge. The tubes were centrifuges at 3300 rpm for 5 minutes (no temperature control), in a swing bucket rotor.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Red cell hang-up was not observed in the photos provided. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and red cell hang-up were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin strands/red cell hang-up because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin stands based on the photos provided. All testing on retention samples was satisfactory. A root cause could not be determined. See h.10.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. It was reported this event occurred 8 times. The following information was provided by the initial reporter and translated from chinese to english: the customer stated "fibrin serum found in serum or tube wall after centrifugation. Customer noted that the sst samples were full inverted for 5 times after blood draw, and allowed to clot within 30 minutes to 1 hours. All tubes were kept upright after blood draw, during clotting time and prior to centrifuge. The tubes were centrifuges at 3300 rpm for 5 minutes (no temperature control), in a swing bucket rotor.¿